Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of two 5f exoseal vascular closure device s(vcd) could not be pressed. The device was subsequently withdrawn and manually compressed. There was no patient injury. The patient had no infectious disease. After supra-arch contrast, the femoral artery was failed to be blocked. The operator was trained and proficient in the use of the product. Additional information was requested but not provided. The devices are being returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of two 5f exoseal vascular closure device s(vcd) could not be pressed. The device was subsequently withdrawn and manually compressed. There was no patient injury. The patient had no infectious disease. After supra-arch contrast, the femoral artery was failed to be blocked. The operator was trained and proficient in the use of the product. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. -1 one non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, which resulted in proper retraction of the indicator wire and expected deployment of the plug. The indicator window also transitioned to the black/white and red position. A high magnification evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this inspection. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved full deployment with lever depression during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 213 (c19), c: 67 (d14), 4315 (d15) -2 one non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 3.5 cm apart from the distal tip. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in proper retraction of the indicator wire and expected deployment of the plug. The indicator window also transitioned to the black/white and red position. A high magnification evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this inspection. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter which was within specification. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved full deployment with lever depression during the functional analysis. A kink was observed on the delivery shaft of the device. The cause of the reported issue could not be determined, however, the kink on the delivery shaft may have led to deployment issues. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of two 5f exoseal vascular closure device s(vcd) could not be pressed. The device was subsequently withdrawn and manually compressed. There was no patient injury. The patient had no infectious disease. After supra-arch contrast, the femoral artery was failed to be blocked. The operator was trained and proficient in the use of the product. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. The devices are being returned for evaluation.